Event description:
It was reported that during the right ventricular (rv) lead implant attempt, there was lead placement difficulty with helix issues, high thresholds and high impedance. The active lead was not used and a tined lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.